Event description:
Customer reportedly received the following results on the two systems within 10 minutes: 471 mg/dl, 183 mg/dl (compact plus) and 132 mg/dl (nano). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - compact plus system (B)(6) - nano system.